Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate the author hypothesized that right atrium and right ventricle enlargement (rv) and abnormal rv diastolic hemodynamics may predispose patients with ebstein¿s anomaly to acute valve thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through article ¿outcomes of transcatheter tricuspid valve-in-valve implantation in patients with ebstein anomaly¿, multiple events were reported. One patient initially had moderate tr due to distal implant of the first sapien valve, so a second valve was implanted during the same procedure. Four patients (2 melody, 2 sapien) who underwent tviv at a median age of 38 years (10 to 50 years), developed proven or suspected tviv thrombosis, all within the first 1.5 months after tviv. Three unspecified patients required re-intervention. It is not clear what intervention took place for the sapien valve(s) four patients were diagnosed with endocarditis 0 to 14 months after tviv (1 sapien, 3 melody) with cultures positive for staphylococcus aureus (n = 2), enterococcus faecalis (n = 1), or candida albicans (n = 1). Two of these patients were treated with surgical tvr, 1 improved with medical treatment alone, and 1 had been diagnosed just before database closure for analysis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04359 and 2015691-2018-04361.